Event description:
According to the reporter, during procedure/insertion, the guidewire did not progress/pass into the catheter. Nothing unusual and no damaged observed on the catheter and guidewire before/prior to use. No damage noted on the device packaging. The catheter was not repaired. There was no leak and no luer adapter issue. Tego was not utilized. There was no cleaning agent used on the device during the procedure. Insertion site was treated with alcoholic chlorhexidine before product placement. The guidewire and the catheter were provided with the kit being used. The dimension(s) of the catheter and the guidewire matched with what was indicated on the label. No dimension issue was noted. No other products being utilized with the device. Flushing was not done prior to use. There was a resistance noted but no excessive force was used during insertion/removal. All pieces of the guidewire were accounted for. No catheter occlusion was noted. There was no blood loss and no blood transfusion was required. No patient symptoms or complications associated with this event. No medical or surgical intervention needed to prevent a permanent impairment of a function. No medical interventio n/treatment was provided due to the event. The event did not lead to or extend patient hospitalization. The product was used on the patient but they pulled out another one as substitute to resolve the issue and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the device had a leak due to a cracked or broken y-hub. It was reported that there was a guide wire issue. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.